Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushes broke off during brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2018 that she'd already had 2 brushes break off oral-b brushheads, version unknown during brushing after a short period of use. The consumer had been using oral-b for years, but this never happened to her before. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 06-feb-2018 received consumer's follow-up e-mail: the consumer reported that this concerned oral-b flexisoft brushheads, of which 2 were broken after brushing a few times. The consumer had kept the brushes. No further information was provided.